Event description:
It was reported that the pump battery was unresponsive. There was no reported impact to the customer¿s blood glucose level. Technical support arranged pump replacement when the charging issue was not resolved.